Manufacturer narrative:
E1. Zip code continued: 190000. H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "visual deformation of both mammary glands: surface roughness, going beyond the natural contours, abnormal position of the areolas," pain, not device related: fever.

Event description:
Healthcare professional reported left side "asymmetry of the mammary glands; visual deformation of both mammary glands: surface roughness, going beyond the natural contours, abnormal position of the areolas; undesirable sensations: discomfort, shooting pains, burning sensation, fever up to 37.8°c," and rupture. Device has been explanted and replaced with a non-allergan device.